Event description:
It was reported that the patient with this implantable pacemaker has a pocket hematoma which was drained by the physician. The patient fell shortly after device replacement which likely caused the hematoma. Furthermore, the physician then performed drainage of hematoma. This device remains in service. No additional adverse patient effects were reported.